Event description:
This is a report of a patient who experienced a system error 2367 (resume error, critical error found) on the homechoice device. This occurred during therapy. The patient cleared the alarm by cycling power. There was patient involvement; however, there was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). An event indicative of a potential malfunction of the disposable cassette was reported. As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a supplemental report will be submitted.